Event description:
It was reported that during a ptca treatment procedure, the quantum maverick monorail 12/2.5 mm balloon ruptured at 18 atms on the second inflation. (The number of atms reached on the initial inflation was 12 atms.) The lesion being treated was a calcified, 90% stenotic lesion in the junction between the left main coronary artery and the proximal left anterior descending coronary artery. The physician used a 7f terumo introducer sheath for vascular access and a whisper guidewire and a 7f britetip jl4st guide catheter to cross the lesion. The quantum maverick monorial 12/2.5 mm balloon was removed and replaced with a quantum maverick monorial 3.0/8 mm balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.